Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information the inflatable penile prosthesis was implanted on 11/08/2016 and removed/replaced on (B)(6) 2020 due to leakage. Additional information received indicated: ¿pump tubing leak (tear)¿. This follow-up MDR is created to document the additional event information received for record # (B)(4). The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
A titan otr pump, two cylinders, a reservoir, and detached inlet tubing with connector were received for evaluation. A separation with in abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Partial separations were noted near the detachment end of the inlet tube, indicating where the connector cage was attached. This was not a site of leakage. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the shorter exhaust tubes had abraded. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak (tear), the device was removed/replaced.